Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch position due to an patient's anatomy. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the lead was attempted due to patient anatomy. This observation no longer meets the definition of malfunction as evidence does not suggest a malfunction as this event is due to the patient condition/anatomy. In a different patient situation, the recurrence of this event would not cause or contribute to death or serious injury. Amending MDR decision to MDR=no report.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch position due to an unknown product performance issue. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported.